Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, inflammation/swelling that extended beyond the patch perimeter, which occurred 3 days after the sensor had been inserted in the arm. Upon removing the sensor, patient noticed that there is redness that is spreading past the sensor adhesive. There is also a knot in the needle puncture site. On (B)(6) /2026, the patient visited her doctor and was prescribed oral antibiotic amoxicillin 500 mg 3 times a day for 10 days. No diagnostic test was done. No other details were provided. At the time of the call, the patient was fine and said that the skin reaction is controlled and not spreading. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).